Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaft insulation was cracked, compromised, broke, or breached.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Scratches were seen on the insulation. Also it was noticed, the pn and lot# etchings are not present. The instrument was tested for cracks and failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaft insulation was cracked, compromised, broke, or breached.